Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet, triggering an alert to connect the cgm; the agent guided the user to toggle settings and re-enter the pairing code, and a glucose value was entered to maintain dosing, consistent with an intermittent communication failure involving the electrical/antenna component of the cgm interface. No adverse clinical symptoms reported. Outcomes included no health impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet and dexcom g7, characterized by intermittent communication failure with involvement of the electrical and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.